Event description:
The physician reports that a patient underwent a bilateral cataract surgery with implantation of the crystalens. Three months postoperatively, the patient complained of sudden decreased uncorrected near and distance vision in the left eye. Upon examination, the lens had vaulted asymmetrically in a mild z-configuration secondary to capsular contraction syndrome. The patient was a high hyperope preoperatively (+4.00 d) and had a very small eye. A yag capsulotomy is planned.

Manufacturer narrative:
Conclusions: root cause: according to the physician, the root cause of the reported event of asymmetrical lens vaulting is attributed to capsular contraction syndrome.